Manufacturer narrative:
G4:16dec2020. B4:17dec2020. It was reported to philips that the low leak alarm did not sound on the device. The device was not in use on a patient at the time of the event. There was no report of patient or user harm. The device was evaluated by an international service technician, and the reported issue could not be duplicated. The service technician completed a check on the device, and no issues were found, and the reported problem was not duplicated. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
It was reported to philips that the low leak alarm did not sound on the device. The device was not in use on a patient at the time of the event.